Event description:
Same case as MDR ID # 2134265-2013-00099. It was reported that during a percutaneous coronary intervention (pci) procedure, stuck in stent occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca). The lesion diameter was less than 2.25mm and the lesion length was 20mm. A 2.25x20mm promus element plus stent was implanted in the lesion. The stent was post-dilated with a 2.5x15mm non-bsc balloon catheter. Post-ivus was completed with the atlantis sr pro2 imaging catheter. The imaging catheter became stuck in the stent during withdrawal as the stent might have been malapposed. An attempt to retrieve the imaging catheter was performed using two non-bsc micro-catheters. The attempt was unsuccessful and surgery was performed to retrieve the imaging catheter. No further patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID # 2134265-2013-00099. It was reported that during a percutaneous coronary intervention (pci) procedure, stuck in stent occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous distal right coronary artery (rca). The lesion diameter was less than 2.25mm and the lesion length was 20mm. A 2.25x20mm promus element plus stent was implanted in the lesion. The stent was post-dilated with a 2.5x15mm non-bsc balloon catheter. Post-ivus was completed with the atlantis sr pro2 imaging catheter. The imaging catheter became stuck in the stent during withdrawal as the stent might have been malapposed. An attempt to retrieve the imaging catheter was performed using two non-bsc micro-catheters. The attempt was unsuccessful and surgery was performed to retrieve the imaging catheter. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the hub, telescope, and imaging core were not returned. A portion of the sheath assembly was returned for analysis and stuck inside the guide catheter. The following was observed: the entire measurement of the returned sheath assembly was 134.5cm long from the end of the cut off distal tip assembly to the cut off proximal sheath. Approximately 1.3cm of the distal tip was missing when received. Further information was provided that the physician cut the tip o the catheter during surgery. The guidewire exit port was lifted 1.0mm. Kinks were observed in the sheath assembly at 11.2cm from femoral marker at the proximal end and 14.5cm, 50.8cm, 72.0cm, 85.6cm, 88.0cm 9.0cm, 92.2cm, 93.1cm, and 94.0cm at the distal tip end. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states, "inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction." (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors.(B)(4).